Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using test batteries without duplicating the report. Review of the device logs found no evidence of the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.